Event description:
A customer from the united states notified biomérieux of false susceptible results in association with vitek® 2 ast-gp67 test kit (ref 22226). A staphylococcus aureus isolate from a blood culture was tested with vitek 2 ast-gp67 card, and obtained a (B)(6) result and a negative cefoxitin screen. Alere pbp2 was positive, and kirby bauer testing was resistant for both (B)(6). Initial testing, oxacillin (B)(6), cefoxitin screen (B)(6). Repeat testing, (B)(6) <= 0.25, cefoxitin screen (B)(6). The customer stated that the initial discrepant result was reported, but was questioned. The customer reported that there was no patient harm or injury, and there was no incorrect treatment or actions taken due to the discrepant result. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer from the united states notified biomérieux of false susceptible results in association with vitek® 2 ast-gp67 test kit (ref 22226). A staphylococcus aureus isolate from a blood culture was tested with vitek 2 ast-gp67 card, and obtained a susceptible oxacillin (ox) mic result and a negative cefoxitin screen (oxsf). Alere pbp2 was positive, and kirby bauer testing was resistant for both oxacillin and cefoxitin. An internal biomérieux investigation was performed using the isolate submitted by the customer. The submitted strain was tested on both the customer lot and a random lot of ast-gp67 cards. Agar dilution (ad), the reference method for ox was performed, as was fox disc testing (reference method for the oxfs test) and pbp2a latex testing. On all cards tested, a resistant ox mic>=4 was obtained, and oxfs was negative, but corrected to resistant by aes. Ad gave a resistant ox mic=32, so card ox results and reference method are in agreement. Pbp2 was positive, and fox disk testing was resistant (11 mm). Though the oxfs test on the ast-gp67 card was initially negative, it was corrected to positive by aes, and these results correlate to those obtained by the reference method (fox disc testing). The raw data from the internal testing of s. Aureus was analyzed with the new oxsf01n knowledge base (v8.01), and all runs were positive. Vitek 2 cards performed as expected.